Event description:
The customer reported that their device was showing all three icons (attention, service wrench, and charge-pak) and would not stay powered on. There was no patient use associated with the reported failure.

Manufacturer narrative:
After following up with the customer and recommending replacement of their device, physio-control has not received a confirmation as to whether or not the customer will replace their device or send it to physio for evaluation. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.